Event description:
It was reported that a request for technical services (ts) review was sent due to a question on the shock impedance measurements. Technical services (ts) reviewed the provided data and confirmed high out of range shock impedance measurements. Ts discussed a lead revision as impedances which are very high could be due to clarification and are likely to trigger fault code 1005 which might result in partial first shock delivery. At this time the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain implanted.